Event description:
Additional information was received reporting that the overall resistance was greater than normal. A continuous saline flush was adm inistered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The pipeline had not been positioned in a bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. The catheter was not returned with the pipeline flex. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal, middle, and proximal were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm surgery involving a pipeline embolization device, the device failed to open the distal section after more than 50% deployment. The procedure was intended to treat an unruptured, saccular aneurysm located in the right ophthalmic artery. The max diameter was 6.3mm and the neck diameter was 5.7mm. The distal landing zone was 4.2mm and the proximal landing zone was 4.9mm. Vessel tortusoity was normal. The stent encountered significant resistance when pushed through the microcatheter, and despite multiple attempts, the tip could not be opened. The stent was subsequently removed from the body and replaced with a competing stent to complete the surgery. Dual antiplatelet treatment was administered. The devices were prepared as indicated in the instructions for use. No patient symptoms or complications have been reported as a result of this event.